Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer 6 was failed, the customer reported that the malfunction caused delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer reseated drawer connector to resolve the issue and customer inventoried the meds from the drawer. The system functioned as intended after the field service engineer repaired the device.